Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the lead integrity alert triggered due to the right atrial (ra) lead and right ventricular (rv) leads having impedance measurements greater than 3000 ohms, oversensing, and high thresholds due to a suspected device header issue. The device was explanted and replaced and the ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual lead was not received for evaluation. However, performance data collected from the device was reviewed and analyzed. Analysis found that the lead had high impedance. The daily pace lead trend data shows a spike increase for atrial pace impedance equal to 437 to 4047 to 437 ohms. The peak occurred between (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.